Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The complaints for valve stenosis and paravalvular leak were confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of instructions for use (IFU)/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "1 year and 11 months post implantation of a 23mm sapien 3 ultra valve in aortic position, the patient had developed severe bioprosthetic aortic valve stenosis and partial dehiscence, leading to severe pvl and a contained aortic root rupture related to a lvot to la fistula." Per the instructions for use (IFU), valve stenosis was potential adverse event associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet thickened or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, patient had hyperlipidemia and chronic kidney disease (ckd iii), which are well-known factors that may increase the risk of valve calcification or stenosis. As such, available information suggests that patient factors (hyperlipidemia, ckd) may have contributed to the valve stenosis. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, because of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case, medical record indicates the valve was partially dehiscence. The partial detachment of the valve from its surrounding tissue can lead to paravalvular leak. As such, available information suggests that patient factors (dehiscence) may have contributed to the paravalvular leak. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to the rupture and fistula. The cause of the events cannot be confirmed but may be related to patient factors and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, 1 year and 11 months post implantation of a 23mm sapien 3 ultra valve in aortic position, the patient had a contained annular rupture and mean gradient was 56 mmhg. The patient was treated with a non-edwards transcatheter aortic valve replacement (tavr) valve. According to medical records provided, approximately 1 year and 11 months after the implantation of a 23mm sapien 3 ultra valve in the aortic position, the patient had developed severe bioprosthetic aortic valve stenosis and partial dehiscence, leading to severe paravalvular leak and a contained aortic root rupture related to a left ventricular outflow tract (lvot) to left atrium (la) fistula. A transthoracic echocardiogram prior to the successful valve-in-valve procedure with a 26mm non-edward valve, showed an increased transvalvular mean gradient of 57mmhg, and an aortic valve area of 0.62cm2, which in combination, are indicative of severe stenosis. As the patient also had a contained aortic root rupture related to a lvot to la fistula, one of the physicians believed that a valve-in-valve tavr placed low enough in the lvot could deal with the prosthetic valve stenosis, as well as the fistula. A pre-tavr CT showed that there was a calcified bioprosthetic aortic valve stent prosthesis and heavy nodular calcification of the lvot with widening at the right coronary cusp.